Event description:
This report is being filed after the subsequent review of the following journal article: "staged protocol for resection, skeletal reconstruction, and oral rehabilitation of children with jaw tumors" by troulis, m.j., williams, w.b. And kaban, l.b. 2004 american association of oral and maxillofacial surgeons j oral maxillofac surg 62:335-343, 2004. USA article. Nine pediatric patients with locally aggressive primary jaw tumors were treated using the staged protocol of 1) en bloc resection and placement of a mandibular rigid fixation plate or maxillary obturator, 2) secondary bone graft 3 to 6 months after resection, 3) implant placement approximately 6 months after stage 2, and 4) implant loading approximately 6 months after stage 3. At stage 3, in one patient (female, age 11 years) one implant failed to osseointegrate and was removed. This is report 1 of 3 for (B)(4). This report is for unknown (cmf) rigid reconstruction plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. "Staged protocol for resection, skeletal reconstruction, and oral rehabilitation of children with jaw tumors" by troulis, m.j., williams, w.b. And kaban, l.b. 2004 american association of oral and maxillofacial surgeons j oral maxillofac surg 62:335-343, 2004. This report is for an unknown (cmf) rigid reconstruction plate / unknown quantity / unknown lot. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.